Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during me routine inspection prior to clinical use the cs300 intra-aortic balloon pump (iabp) unit displayed a defective screen. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that there was no reproduction of the failure and the customer has deemed the unit usable and is using it clinically.